Event description:
It was reported that the patient was admitted to the hospital for an unrelated illness. Upon interrogation, the right atrial lead exhibited noise, undersensing and high capture thresholds. A chest x-ray revealed the lead was dislodged. No intervention had been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.